Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient presented to the emergency room complaining of palpitations and phrenic nerve stimulation. Upon reviewing the chest x-ray, atrial lead dislodgement was observed into the svc. The lead was programmed off and the patient sent for a lead revision. Patient has twiddlers syndrome. Both leads were explanted and replaced with longer leads. Patient tolerated the procedure well and will be followed normally.